Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a mohs surgery on (B)(6) 2019 and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Meh66h is invalid lot. The actual device batch number associated with this event is not known. The possible batch number is reported as follows: batch meh568, mfg date: 5/11/2018; exp date: 4/30/2023. The device history records were reviewed for the possible batch number and the manufacturing criteria was met prior to the release of this lot. Investigation summary: t was received for analysis an unopened sample of product code 698, lot meh568. During the visual inspection of the sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative sample, no breakage suture was found and the tested sample met the finished goods requirements.